Event description:
It was reported that when the scs ipg was turned off using the magnet followed by turning on using the pt programmer, the stimulation was ramping up immediately to the level it was set before the device was turned off. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.